Event description:
On (B)(6), 2010, the pt was implanted with an aos 11mm x 30cm es trochanteric nail. During the surgery, the nail broke through the anterior cortex in the distal third of the femur. The surgeon noted that the pt had very osteoporotic bone. The surgeon noticed the break during surgery and removed the nail. He replaced it with an aos short trochanteric nail.